Event description:
During a pta / stenting treatment procedure, difficulties were encountered with the express biliary sd monorail premounted stent system. The stent "dismounted" from the balloon. A symmetry balloon was then used to inflate the stent.